Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 528 mg/dl at the time of the call. The customer used manual injections for their current high. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the drive support cap on their pump was loose. Troubleshooting was not completed. The customer had another low on (B)(6) 2017 where they received emergency medical assistance. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test at 0.08825 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and compromised force sensor alarm, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted. No delivery anomaly noted during testing. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
All operating currents are within specification and functioned properly. No unexpected low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, displacement accuracy test and excessive no delivery alarm test. The drive support disk was inspected and no anomaly was noted. No delivery anomaly noted during testing. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.